Event description:
The hcp reported, the pt was experiencing increased spasticity and pain after having surgery to remove spinal hardware secondary to an infection. A study was done. The pump and catheter were explanted and replaced. The pt is reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.